Manufacturer narrative:
Patient hyperflexed his left hip, and the surgeon reduced the dislocation under fluoroscopy on (B)(6) 2016. Revision surgery was performed for continued hip instability on (B)(6) 2016. It was confirmed that the existing pe liner did not disassociate from the shell. Replacement elevated type liner and higher offset femoral ball head were implanted, and surgery was completed as normal. Device history records (DHR) of pe liner and other components were reviewed, and determined that all were manufactured to specification. A review of corentec`s customer complaint history was undertaken and did not identify any similar event, or any other event for the reported lot. Additional information has been requested, and if received, will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had revision hip surgery due to continued hip instability following dislocation, and subsequent reduction.